Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) no code available (secondary surgery, lens exchange, anterior chamber irrigation/evacuation of visco/fluids, significant reduction of ica). (B)(4) off-label use [anterior endothelium chamber depth < 3.0mm (2.81mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, -10.0 diopter, into the patient's right eye (od) on (B)(6) 2017. The surgeon reports excessive vault, refractive surprise, loss of bcva, elevated iop, significant reduction of irido-corneal angles (ica), and anterior chamber irrigation/evacuation of visco/fluids. On (B)(6) 2018 the lens was exchanged with a smaller lens. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in liquid; in lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Claim# (B)(4).